Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device failed the precision test. There was unknown patient involvement.